Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 1 year and 10 months post transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 valve, a valve in valve (viv) was performed with a 23mm sapien 3 ultra valve due to stenosis. The patient is stable post procedure.

Manufacturer narrative:
Corrections to section h6. The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints. A review of the complaint history from july 2021 to june 2022 revealed additional similar complaints for sapien3 valve (all models and sizes). Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, ''patient with a 26mm 9600tfx aortic valve, implanted for one (1) years and 10 months, underwent a valve-in-valve due to stenosis''. Additionally, noted that patient had history of diabetes. It is well known that patient with pre-existing co-morbidities (diabetes) may be predisposed to bioprosthetic calcification. Furthermore, tissue calcification can impede leaflet mobility leading to stenosis and increased gradients. As such, available information suggests that patient factors (stenosis, diabetes) may have contributed to the complaint event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.